Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at an unspecified time. The patient claimed she obtained an elevated blood glucose reading of ¿384mg/dl¿ on the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient denied making any changes to her usual diabetes management regimen due to the meter issue. The patient reported she developed the symptoms of ¿thirsty, tired¿ 30 minutes after the alleged product issue began. However, she denied receiving any treatment. The patient did not use another device to test her blood glucose. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly and replacement products were sent to the patient. This complaint is being reported due to the following conclusion(s): based on the information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.